Event description:
Boston scientific received information that a red alert was generated for this system due to shocking impedance measurements greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant accessed the data from the remote monitoring system and there were three out of range(oor) measurements on the same day at the same time. The consultant explained it is likely related to the patient being in an electromagnetic interference (emi) field at the time of the daily measurements. The consultant and the caller discussed the patient could perform a patient initiated interrogation (pii) with a day or two and they will be able to see the oor measurements and the follow-up measurement. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.